Event description:
Patient reported "MRI scan as felt one side looks bigger than the other. MRI scan confirmed that there is leakage (fluid) on one side." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphoma - alcl - suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
The patient later reported they were diagnosed with large cell lymphoma relating to the ruptured right breast. The patient had to have fluid drained from the breast. The device has been removed. Right side. Pathological markers confirming alcl have not been received.

Manufacturer narrative:
Continued date of occurrence b3: alcl suspected 30/nov/2021; the onset date for other events is unknown at this time. Correct reason for reoperation: "leakage (fluid) on one side." Additional, changed, and/or corrected data: a2 b7 d6a.

Event description:
Patient reported for right side, "did MRI scan as [they] felt one side looks bigger than the other. MRI scan confirmed that there is leakage (fluid) on one side." The patient later reported "they have been diagnosed with large cell lymphoma relating to the ruptured right breast. Patient has had many scans including mammogram, CT and pet scan. The patient has had to have fluid drained from the implant and has now had it removed . . . Patient is very concerned as they now have to visit a hematologist." Pathological markers confirming alcl have not been received. The device has been removed.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "MRI scan as felt one side looks bigger than the other. MRI scan confirmed that there is leakage (fluid) on one side." Device remains implanted.